Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported leaking pcea tubing. The nurse was concerned about patient safety as the tubing for the epidural was leaking. Although requested, additional information has not been provided. This file is for (B)(6).

Event description:
It was reported there was leaking with the pcea tubing. The nurse was concerned about patient safety as the tubing for the epidural was leaking. Although requested, there has been no impact to patient response or additional event information made available to date. This file is for la jolla.

Manufacturer narrative:
The customer¿s report of pcea tubing leaking was confirmed. No anomalies or evidence of damages were observed upon initial visual inspection. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. A residual clear, colorless liquid was present within the set. No anomalies or evidence of damages were observed upon initial visual inspection the leak occurred at the engagement between the microbore tubing and the male luer adapter. Further observation under microscope revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing was performed and small droplets were observed at the engagement between the tubing and the inlet port of the male luer. The set was then pressure tested and the set leaked at the previously noted leak along the yellow stripe on the tubing. Although there are multiple contributing factors, the predominant root cause is improper solvent application due to inadequate maintenance of the solvent dispenser and an improper holding time. This creates an inadequate interaction at the affected engagement that can lead to leaks after sterilization.